Event description:
A pedicle screw loosened after surgery. According to the surgeon, this caused the screw to be overloaded and it broke inside the vertebral body. The broken screw required revision surgery to remove the implant and treat the patient again.